Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable, clamp tubing alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition with its original open packaging, decontaminated and inside a plastic bag. Sample was received without blue clip and without cap assembled. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.